Event description:
It was reported that during a re=do right atrial flutter ablation procedure, a steam pop and pericardial effusion occurred. The physician attached navx patches to the patient even though the electrocardiogram (ECG) displayed a typical right atrial flutter. The patient was noted to have "unusual anatomy" and due to the patient's inr status and unspecified health issues, the physician decided against transseptal puncture. Difficulties were encountered while introducing the cool flex and inquiry decapolar catheters as the physician found it difficult finding a pulse in the femoral vein. The sro sheath and cool flex ablation catheter were placed in the right atrium and an inquiry decapolar catheter was placed in the coronary sinus. The physician used the cool path ablation catheter to ablate a 'pouch like structure' at the cavo-tricuspid isthmus, and during ablation the physician thought a steam pop may have occurred. The stockert generator readings were 30-35w, 30ml/min and the impedence and temperature values appeared to be normal. Once the arrhythmia subsided, ablation was discontinued and the patient's systolic blood pressure was 120 mm hg; however, due to the patient's vascular issues, the blood pressure reading was incorrect and the patient's condition deteriorated. A perforation was detected and was subsequently treated via a pericardiocentesis. The patient is recovering in the intensive care unit.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record is not possible as the lot number of the device is unknown. The root cause classification of the reported perforation is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.